Event description:
While trying to use the lina xcise, laparoscopic morcellator reference number (B)(4), the valve came off on the first one with the lot number 12081. Another one was open onto the field with the reference number (B)(4), lot number 12141 the blade did not retract and stayed oscillating while the surgeon tried to remove it from the pt. The pt did not obtain any injury.